Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2089 ohms. Additionally, it was noted that thresholds have increased. Technical services recommended to review trends over the last year. At this time, the health care professional (hcp) will continue to monitor. The patient is not dependent on therapy. At this time, the rv lead remains in service. No adverse patient effects were reported.